Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to reboot properly after 1.8 upgrade, showing error: ¿need to reboot.¿ a field service engineer (fse) arrived on-site and observed the biometric identifier light was blue. The station was rebooted, and the remote smart service package was run to update drivers, resolving the biometric identifier light issue. The station was connected via wi-fi, but ethernet showed disconnected. Testing confirmed that the pyxis ethernet port was functional, and the issue was traced to the hospital wall jack, the customer was emailed with port details for it resolution. Additionally, the keyboard was replaced and tested successfully. After reboot, the station initially failed to boot into the application, so auto-boot for cfnapp was configured. No further issues were observed, and the station was returned to service. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es users were unable to reboot properly after version upgrade. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.